Event description:
It was reported that log files were sent because the patient was again having low flow alarms frequently once every other day. The event log file captured several audible low flow events. Additionally, it was noted that, at times, the estimated flow was right below the 2.5 liters per minute (lpm) threshold but would not sustain long enough to trigger the audible alarms. The low flows appeared to likely be patient related as they were in the presence of elevated pulsatility index (pi) values. As of (B)(6) 2025, the patient's blood pressure was 86 doppler and euvolemic, off diuretics for a few weeks. The patient reported that the alarms would occur mainly when drinking fluids like water or protein shakes and were more often in the morning. The patient had also lost a good amount of weight since implant; over 100 pounds. The team planned to do a computed tomography angiography (cta) to assess the outflow graft position. Additional information provided on 30may2025 stated that the patient was still having low flow alarms since the previously reported event. The cause of the low flow alarms was not identified, and the patient would be having a computed tomography (CT) scan on (B)(6) 2025. The low flow alarms did not resolve. The patient was asymptomatic. The weight that the patient had lost had been intentional to get listed for transplant and for overall health reasons. Any issue or malposition of the outflow graft, and treatment for the patient was to be determined. At the time, the patient was awaiting CT scan.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Further information received on (B)(6) 2025 stated that inflow cannula positioning was not commented on the computed tomography (CT) results.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed low flow hazard alarms; however, a specific cause for the alarms could not be conclusively determined. The controller event log files contained events from 13may2025 to 19may2025. Intermittent low flow hazard alarms were captured throughout the file. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump flow. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also outlines situations that can result in a low flow alarm and further explains that changes in patient conditions can result in low flow. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information was received on (B)(6) 2025 that the CT scan was performed. Per the CT findings, there was no evidence of filling defect in the left ventricle (lv) or left ventricular assist device (lvad) to suggest thrombus. Aorta was no aneurysmal. Pulmonary artery was not enlarged. There was no evidence of large pulmonary embolus, no significant coronary calcifications, the lvad was in place, no abnormal soft tissue prominence or fat stranding about the driveline. Sternotomy wires were seen. Left-sided single lead implantable cardioverter defibrillator (ICD) was noted. No focal consolidation, pleural effusion, or pneumothorax. No suspicious pulmonary nodules or masses. The visualized spleen, kidneys, adrenals, liver, gallbladder, portions of the stomach, bowel, and pancreas were unremarkable. Per the site, CT impressions showed there was no thrombus in the lv or lvad and no acute intrathoracic abnormality.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.